Event description:
New information received notes that the patient complained of device site discomfort. Upon opening, a system infection was noted. The system was explanted on (B)(6) 2025. No further adverse patient consequences were reported.

Event description:
New information received notes that imaging was completed, but clear capture was noted.

Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.